Manufacturer narrative:
As reported, a pin hole was noted in the galaflex sterile package. Based on the sample evaluation the packaging did not have any holes or voids in the sterile barrier which remained intact. While opening a small tear in one of the foil packaging layers presented in the crease created. A penetration test showed that the integrity of the package is intact. The condition of creasing, dimples presenting when the foil pouch is opened is a known anticipated material characteristic of foil packaging. Review of manufacturing records confirms product was manufactured to specification. Note, the date of event is considered to be a best estimate as 15-feb-2023 based on the date of awareness. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the manufacturing location which was inadvertently incorrectly updated in the initial MDR. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, upon opening the product package of galaflex, there was a small pin hole noted in the sterile envelope. It was reported that the mesh was not used and was discarded. It was also reported that another mesh piece was used and there was no reported patient injury.

Manufacturer narrative:
As reported, a pin hole was noted in the galaflex sterile package. Based on the sample evaluation the packaging did not have any holes or voids in the sterile barrier which remained intact. While opening a small tear in one of the foil packaging layers presented in the crease created. A penetration test showed that the integrity of the package is intact. The condition of creasing, dimples presenting when the foil pouch is opened is a known anticipated material characteristic of foil packaging. Review of manufacturing records confirms product was manufactured to specification. Note, the date of event is considered to be a best estimate as (B)(6) 2023 based on the date of awareness.

Event description:
As reported, upon opening the product package of galaflex, there was a small pin hole noted in the sterile envelope. It was reported that the mesh was not used and was discarded. It was also reported that another mesh piece was used and there was no reported patient injury.